Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of event was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (2gm every 3rd day, ongoing, route and duration were not reported) and meropenem injection (1gm once a day, ongoing, route and duration were not reported) for peritonitis. At the time of this report, the patient was recovering for the event. Pd therapy was ongoing. No additional information is available.